Event description:
During training by facility staff, the device's measured ECG signal was not properly reproduced from the simulator output. There was no patient involvement in the reported malfunction.